Event description:
Information was received from healthcare professional regarding a patient receiving clonidine 250mcg/ml for a total dose of 150mcg/day, bupivacaine 10mg/ml for a total dose of 6mg/day, and dilaudid (hydromorphone) 6mg/ml for a total dose of 3.6mg/day via an implantable pump for spinal pain. It was reported the patient's pump was empty. It was noted that the healthcare professional (hcp) had access to the patient/8840. Alarm was occurring for empty pump. It was noted that the alarm wasnot related to premature low reservoir alarm/empty pump alarm, 8870 older software version. It was noted that the patient missed a refill. The patient allowed the pump to run out of drug about a month ago because they wanted to see how they would do without drug. The hcp stated that on or around (B)(6) 2017 the pump should have run out of drug. The hcp stated that the patient's pain got a lot worse around a month ago, which aligns with the time the pump ran out of drug. The patient wanted to continue therapy, so the hcp was filling the pump with new drug today ((B)(6) 2017), and requested assistance with programming a bridge bolus. Information was reviewed for a bridge bolus for the same drug and change concentration. Old drug/concentration was 6mg/ml, old drug desired does was 1mg/day, and old flow rate was 166ml/day. The new drug/concentration was 3mg/ml for a daily dose of the new drug of 1mg/day, and the new flow rate was .333ml/day. The total daily volume (tdv) was 0.471ml. The amount of bolus was 2.826mg and the duration of the bolus was 67hours and 49minutes. It was noted that troubleshooting resolved the reported event. It was noted that the patient's pain got worse. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) -multiple motor stalls and recoveries.

Manufacturer narrative:
The notified date was corrected from (B)(4) 2017 to (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the correct notified date was (B)(6) 2017 and not (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. A motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. The pump log and/or event status report that a motor stall occurred. It was reported that there had been 7 motor stalls since (B)(6) 2017. The hcp reported they range anywhere from 5hrs-1.5hrs. It was reported that the stalls either occur in the early morning or around bedtime. The hcp reported that the patient had a safe with magnets on it near their bed. The hcp reported that they would have the patient get rid of the safe with the magnets and see how that goes. The hcp reported that the patient had not been feeling well, but believed it was unrelated to the therapy. The hcp also reported that the patient had medication changed in the past as well. It was noted that the patient's secondary drugs were 20mg/ml bupivacaine 8mg/day, and 500mcg/ml clonidine at 200mcg/day. No further complications were anticipated/reported.

Manufacturer narrative:
Additional review determined that the previously reported information only pertains to manufacturer's report #3004209178-2017-15860 [empty pump; pain]. Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: [multiple motor stalls and recoveries]. All information previously reported on 2017 (B)(6) pertains to this manufacturer's report except the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving clonidine 250mcg/ml for a total dose of 150mcg/day, bupivacaine 10mg/ml for a total dose of 6mg/day, and dilaudid (hydromorphone) 6mg/ml for a total dose of 3.6mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event logs reported multiple motor stalls and recoveries. It was noted the first motor stall seen in the logs was 2017 (B)(6). There were multiple motor stalls in event logs through 2017 (B)(6). No additional motor stalls in the event logs past 2017 (B)(6). It was noted to consider pump replacement. It was reviewed to consider pump replacement if motor stalls were not related to any magnetic field being placed near the pump. The healthcare professional (hcp) planned to monitor the patient going forward. It was reviewed with the hcp about verifying the critical alarm interval was set to 10 minutes. The hcp was going to bring the patient back in roughly 1 week to check for any additional motor stalls. No symptoms reported. The hcp/patient was not aware of motor stalls in pump history prior to checking the event logs. Event logs were being checked to determine the empty pump alarm date when the motor stalls were noted. The event date was unknown, but it was noted 2017 (B)(6) was the first motor stall noted in the logs, but there may have been additional motor stall event pushed out of the event logs so the date when the issue first started could not be determined. Additional information received from healthcare professional on 2017-jul-28 reported the cause of the multiple motor stalls and recoveries was not determined. It was noted that the patient will follow up the week of 2017 (B)(6) to recheck the pump. The patient's weight was unknown. No further complications were reported/anticipated.